Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports. Pt information not provided.

Event description:
Patient went to ER approximately 3 weeks after treatment (was traveling). Diagnosis was an infected sweat gland, and antibiotics were prescribed. Suspect folliculitis that evolved into infection, possibly exacerbated by procedure. Fully cleared within 1 month.